Event description:
Customer states that she and her husband used a condom from her box of condoms and she felt a "burning" sensation on her genital area. Her husband removed the condom immediately and they both noticed a "menthol" smell. She was concerned about the burning sensation and went to see her dr the next morning. Her dr was unable to find any type of medical problem. The customer states that she is no longer having any burning irritation problems. Customer also reported a red substance on the inside of the condom. Her husband did not experience any adverse effects from the use of the condom.